Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that an alarm on the m8007a mp70 intellivue patient monitor did not ring. No patient harm resulted from this event.